Event description:
It was reported that prior to an unknown procedure the titanium tip broke during the pre-run test. The broken piece did not fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device contained body fluids, evidence of use. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Potential reprocessing¿ the new blade cannot break unless it was cracked by prior use. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.